Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v015438, implanted: (B)(6) 2007. Product type: lead: product ID 377760, lot# v015438, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's lead moved. The physician performed an x-ray and confirmed the migration of the lead. It was further noted that the patient had been in "a lot of pain" for the past year. The patient did not report any recent falls. It was further noted that the "damaged left side" device was shut off by a manufacturing representative during a physician's appointment. The patient noted that she could still feel stimulation on the right side. The physician indicated that "someone would have to go in and fix the lead." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.